Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6), 2009. According to the complainant, the patient experienced urinary problems and a recurrence of incontinence post procedure. The exact nature and date of onset of these symptoms are unknown. Attempts to obtain additional information have been unsuccessful.